Event description:
A malfunction occurred. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump. No backup therapy was available, and the customer will consult with a healthcare provider.